Manufacturer narrative:
(B)(6). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A literature article was reviewed: "outcomes of three anterior decompression and fusion techniques in the treatment of three-level cervical spondylosis." Qunfeng guo ¿ xiaoda bi ¿ bin ni ¿ xuhua lu ¿ jinshui chen ¿ jian yang ¿ yang yu. Received: 8 december 2010 / revised: (B)(6) 2011 / accepted: (B)(6) 2011 / published online: (B)(6) 2011. N=8: titanium mesh (subsidence).